Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when senor was removed the electrode was short. Customer's blood glucose level was 132 mg/dl at the time of incident. Customer also stated that they did not find sensor signal. The sensor will not be returned for analysis.